Event description:
It was reported that during an abdominal aortic aneurysm (aaa) treatment procedure excessive balloon overhang was noted. The physician advanced the xxl balloon dilation catheter to post-dilate the aaa stent graft, however, excessive balloon overhang beyond the markerbands was noted. The xxl balloon catheter was removed and the procedure was completed with a 10mm ultra-thin balloon catheter. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an abdominal aortic aneurysm (aaa) treatment procedure excessive balloon overhang was noted. The physician advanced the xxl balloon dilation catheter to post-dilate the aaa stent graft, however, excessive balloon overhang beyond the markerbands was noted. The xxl balloon catheter was removed and the procedure was completed with a 10mm ultra-thin balloon catheter. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device evaluated by manufacturer: visual and tactile examination of the returned device revealed a kink 300mm distal to the strain relief. The balloon was not folded or wrapped around the shaft of the device. The distance between the distal and proximal markerband was measured and was within specification. The transition of the balloon was also examined and found to be within specification. The device was attached to an inflation unit and the balloon was inflated to its rated burst pressure with no leaks noted. A vacuum was pulled and the balloon deflated with no issues noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be confirmed. (B)(4).